Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4. A triclip was inserted and deployed on the tricuspid valve. A second triclip xtw was inserted and deployed on the tricuspid valve. However, 15 seconds after deployment, the second clip detached from the septal leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The procedure was completed with two clips implanted, reducing the tr to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure.